Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were not reported. It was reported that the patient had a previous infra-renal tube graft implanted. Prior to the thoracic procedure the visceral vessels were bypassed in preparation for implanting the thoracic stent grafts. A total of 6 talent thoracic stent grafts were implanted via the right femoral artery. The stent grafts were implanted starting with an overlap of 2 or 2.5cm with the proximal portion of the tube graft. All the stent grafts were successfully implanted without complication. The patient had a spinal tap for this procedure and required placement of a cerebral spinal fluid drain prior to the endovascular procedure; however, it was not possible to insert it. The patient had paraplegia after the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: cause of paraplegia undetermined. Conclusion: cause of paraplegia undetermined.